Manufacturer narrative:
(B)(4). The DHR (device history review) for the reported lot number indicates no relevant findings.

Event description:
The customer reports: it was reported that: single lumen PICC insertion via right basilic vein. Uncomplicated vessel access but then unable to advance the PICC past 15-20cms. Two attempts made to advance PICC including, repositioning of arm, head position, valsalva maneuver and flushing whilst inserting. PICC and stylet removed and 80cm nitinol wire placed into PICC. PICC with stiffening wire inserted past obstruction. Tip tracker inserted and navigation screen showed malposition into contralateral vein. Pulled back then flushed as advanced. Tip navigated downwards and appropriate changes seen on p-wave to indicate correct tip position.